Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent an scs replacement procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for the lead revision was per physicians preference to put in a larger paddle lead and adjusting the position to get more relief for the patient. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an scs replacement procedure for an unknown reason. The patient was doing well postoperatively.